Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having charging difficulties. The caller stated the implant was placed in the back, in the left/center of the back low by the beltline. The caller stated it curves quite a bit toward the spine on each side. The caller stated they are having difficulty keeping the antenna centered with the belt and it won¿t stay stable. The caller also stated it takes a long time to charge and they charge every 2-3 days. The caller noted that the wires go into the neck. The caller spoke to a manufacturer representative (rep) who suggested that they use adhesive discs. No further complications were reported.